Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger was frozen and beeping. These issues resolved with a reset of the device. The patient stated that their pain was getting worse because their device was dead for 2 weeks when they were in (B)(6). They came back from the plane ride yesterday and it got worse with moving all around. The patient called back on (B)(6) 2016 reporting that they had to reset their recharger every couple of seconds. When charging the recharger would either go blank or show the plug it in the wall icon. The recharger was always plugged in and had a full battery. When charging the recharger would shut off and start beeping 2 beeps far apart and 3 times after that. The patient stated that since they got the replacement, they had not been able to charge successfully. This issue started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.